Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was discharging patient on its own. No consequence or impact to the patient was reported. Service requested / performed: troubleshooting. Investigation summary: the customer did not provide logs for evaluation and the root cause cannot be determined. No CAPA is required at this time. The overall risk rating is high. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm: model #: ni serial #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was discharging patient on its own. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was discharging patient on its own. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns. Concomitant medical product: bedside monitor (sn# unknown).

Event description:
The customer reported that the central nurse's station (cns) was discharging patient on its own. No consequence or impact to the patient was reported.